Event description:
A customer reported that during a cataract surgery there were 12 occurrences of tube occlusion and no aspiration was occuring. Upon noticing an issue with each cassette and tubing, the surgeon immediately requested that the product be replaced. A different console was used to rule out console involvement. However, this did not resolve the issue. Ultimately, the customer reported that the issue was resolved by replacing the cassette for the twelfth time. There was no report of harm to the patient. No further information is expected for this case.

Manufacturer narrative:
A sample has been requested for evaluation, but has not been received at the manufacturing site. Investigation, including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).